Manufacturer narrative:
Visual inspection revealed the secondary motor cam follower to be out of the bottom dead center (bdc) position and a broken scotch yoke on the primary side of the piston cylinder assembly (pca). Regarding the reported alarm, the driver's alarm history was reviewed and revealed the presence of two new alarm types - a 2d and 0f. The 2d was likely recorded during the last servicing of the driver. The recorded 0f can be produced as a result of the primary motor not engaging. This code was recorded as the result of the freedom main printed circuit board assembly (pcba) not powering the pca, confirming the user-reported alarm. During investigation testing, the driver started-up in secondary motor operation with an alarm as expected. While operating on the secondary motor side, the driver passed all applicable sections of functional testing. Investigation testing determined a malfunction of the main pcba caused the driver to switch to secondary motor operation and enunciate the customer-reported alarm. The cause of the broken scotch yoke on the primary side of the pca has not been determined at this time. Syncardia currently has corrective and preventive actions (CAPA) for issues on the main pcba and the scotch yoke. Syncardia has completed its evaluation and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4) initial.

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting a patient on (B)(6) 2018. The customer also reported the patient felt nothing wrong and that the wife checked the drivelines and the driver and found nothing wrong. The wife also exchanged the batteries in the freedom driver but the alarm continued. The customer also reported that the patient was switched to a backup freedom driver by his wife but the switch took longer than usual and the patient lost consciousness. Upon successful switch to the backup freedom driver, the patient remained unconscious. By the time the ambulance arrived, the patient had regained consciousness and was taken to the hospital. The customer also reported that the patient was admitted to the hospital. The patient was switched to a companion 2 driver. The patient was reported to have neurological problems (reacting slowly) but a CT scan did not identify any issues. The patient was also reported to have an unrelated lung infection/pneumonia. On (B)(6) 2019, the customer also reported that the patient was still in the hospital due to an unrelated lung infection/pneumonia and still on the companion 2 driver since he was coughing a lot (may have been the reason for the first freedom alarm). The patient was reported to still be reacting slowly.